Event description:
In 2009, the patient reported that her infusion tubing becomes disconnected from the adapter at the luer connection. She stated that this has been occurring for several months with different lots of infusion sets. The infusion sets do not appear to be damaged and she is able to reconnect the infusion tubing and continue using it. She stated that the adapter has not been changed in over 1 year and she was advised to change it with every 10th insulin cartridge change. She changes the infusion tubing every 6 days. She stated that as a result of disconnected infusion tubing her blood glucose has been as elevated as 500 mg/dl. Her normal blood glucose range is 120-150 mg/dl. She injects 6 units of insulin to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged products were discarded. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.